Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. E1/establishment name:(B)(6) hospital; added here due to character limitation in respective field.

Event description:
It was reported, the video system center screen had no image, at delivery acceptance. The issue occurred during receipt inspection. Type of procedure was not specified; however, the intended procedure was completed using a similar device. There were no reports of delay, patient harm, injury, or death. Additional details relating to the patient and the event have been requested, but no response has been received at this time.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Olympus confirms that no image is displayed due to the faulty circuit board. Therefore, it is presumed that the "no image" event occurs due to the faulty circuit board. The root cause could not be identified. Olympus will continue to monitor field performance for this device.